Event description:
It was reported that patient had a revision surgery performed due to debilitating right hip pain and instability. Also, metallosis and reactive inflammatory fluid surrounding the hip joint were discovered.

Manufacturer narrative:
This report has been identified as a duplicate report of 1020279-2018-01056.